Manufacturer narrative:
The reported events of high lead impedance was not confirmed. As received, a complete lead was returned with a stylet fully inserted in the lead. Examination of the lead found the helix was retracted and clogged with blood/tissue. Electrical tests did not find shorts or discontinues on any of the conduction paths. Dimensional analysis results of the connector boot were within product specifications. The lead could be fully inserted into the test df-4 connector sleeve as well as the test ICD.

Event description:
During the procedure, after extending the helix into the tissue, the pacing impedance was high and out of range. Lead damage was suspected and a new lead was used to complete the procedure. The patient was stable.